Event description:
The customer contacted the company's customer experience team via email to report that they had experienced difficulty removing the device and sought medical assistance for removal at a local urgent care. This was the first time the customer used the device, and it was in place for approximately 19 hours before being removed. The customer stated that their treating provider also experienced difficulty removing the device. The customer did not report experiencing any adverse symptoms during or after removal. The customer was advised to discontinue use of the device and follow up with their primary care provider. The submission of this report is not an admission by the company that the use of the device in question caused or contributed to the customer event.